Event description:
It was reported that following the implant of the spinal cord stimulator (scs) paddle lead the patient experienced extreme pain during recovery in the post anesthesia care unit (pacu). Imaging was performed and there were no signs of hematoma, the physician decided to perform a revision procedure in which the paddle lead was pulled down from bottom t7 to top of t8. The patient is doing well post operatively. No devices will be returned as it remains implanted.